Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that an ophthalmic operating knife was used during the cataract surgery and it's tip edge was found to be anomaly. Additional information received clarified that the edge of the knife to the right of the horizontal mark had a sort of small point which caught on the cornea at the moment of removal and caused a full-thickness vertical wound on the right edge of the main incision. Hydro suture was tried doing to the wound however leakage through the incision was observed. The current outcome of the patient condition was unknown. Additional information has been received none received till date. This report pertains to first of four reports for this reported event.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error as the event knife shows an anomaly at the tip of the knife, vertical wound, leakage, suture was actually reported against the 2.2 mm ophthalmic knife not with 1.2mm knife. Hence, the reports will be submitted under the manufacturer reference number 2523835-2023-00711. No further reports will be scheduled under mfg report num. The manufacturer internal reference number is: (B)(4).